Event description:
Per the clinic, the patient lost his fixture due to a hit to the head. During the initial surgery, the fixture may have stripped the bone during insertion. The patient was reimplanted with a new device (date not reported).